Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5031163. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: issue: nurse was starting IV on patient. When going to retract the needle, needle wouldn't retract. Nurse manually removed IV needle and kept attempting to push button to retract, and it would not. Product not available for return. (B)(6) 2025. 1. What is the date of event? 6/27/2025. 2. Please share the captured photo/video of the event if available. No video or pictures available. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Nurse was starting IV on patient. When going to retract the needle, needle wouldn't retract. Nurse manually removed IV needle and kept attempting to push button to retract, and it would not.